Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas pta catheter was returned for evaluation. A visual inspection was performed and noted that device was returned into two segments. Segment one consists of detached balloon and segment two consists of inner guidewire lumen, outer catheter, and y-body. Segment two was within a 10f introducer sheath and noted that the sheath distal end was buckled. In addition, the glue bullet on the guide wire lumen was pulled back and marker bands were present but not in their original position. The segment measures approximately 80cm from break to strain relief. Therefore, the investigation is confirmed for the identified detachment of device or device component, as the balloon portion was noted to be detached from the inner guide wire lumen. However, the investigation is inconclusive for the reported balloon rupture, as a functional testing could not be performed due to the condition of the device. A definitive root cause could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date: 07/2023. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery, the pta balloon allegedly ruptured at 6 atm. Patient reported to be stable.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 07/2023).

Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery, the pta balloon allegedly ruptured at 6 atm. There was no reported patient injury.